Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a blank display that happened while the customer was playing. The caller also reported that the metal contacts in the battery tube came apart. The customer's blood glucose level was unknown. The customer's battery cap was replaced. No further details were provided.